Event description:
It was reported that there was poor image quality/image failure with the videoscope. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
E1 field: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2 h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found image noise occurred due to damage to the imaging section. In addition, device inspection found b31 (scope communication error) occurred due to damage to the imaging section. Based on results of investigation, image failure and error likely occurred due to a malfunction in the imaging unit due to stress during device use. However, a definitive root cause could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.